Manufacturer narrative:
Insulin pump received with moisture damage on mother board. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's mother, that the customer's insulin pump was exposed to moisture. There is fluid under the display screen. Customer's blood glucose level at the time 209mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.